Event description:
It was reported that the physician suspected subclavian crush damage on the left ventricular lead. The lead was explanted and replaced. The patient was in normal condition prior and post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the pacing coil was fractured at 40.5 cm from the lead tip. The damage sustained resulted from clavicular crush.